Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that failure code 814:04 occurred once during infusion which caused an interruption during delivery. Failure code 814:14 was not found in the event history.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:14. This condition was found during biomed service. The facility representative stated that there were no reports of patient injury or medical intervention. During baxter's review of the device event history, it was discovered that failure code 814:04 occurred during delivery which interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition of failure code 814:14 was not confirmed. However, baxter's review of the device event history discovered a failure code 814:04 during delivery causing an interruption on (B)(4)-2010 (the reported occurrence date). The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available.